Manufacturer narrative:
Pump passed the self test and displacement test. The audio tone/vibrate feature on the pump functioned properly during testing. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that they did not hear beeps when audio volume settings were saved. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.